Event description:
Medtronic received a report that a patient with severely tortuous anatomy was being treated for pseudoaneurysm of the right carotid artery (cervical segment) with ped2-500-18 device which failed to open distally. Device was prepped according to IFU despite off label use of the case. Device was successfully explanted. Implantation of second ped2-500-18 was attempted and that too failed with the same issue. This device was also successfully explanted by being resheathed and removed withthe microcatheter. More than 50% of the pipelines had been deployed when they failed to open. The pipelines were resheathed less than or equal to 2 times. No additional steps or other devices were attempted to open the pipeline. Third device ped2-475-20, was successfully implanted but did require balloon angioplasty. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm in the right carotid (cervical segment) with a max diameter of 5mm and a 7mm neck diameter with a landing zone of 3.9mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was normal. Ancillary devices include a bmx 96 (penumbra) guide catheter and a headway 27 (microvention)  microcatheter.

Manufacturer narrative:
H3. Product analysis:¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex shield was returned within the outer carton; inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was found fully opened and frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was confirmed as the distal end of the braid was not opened due to damaged braid. However, the cause could not be determined. Possible causes of failure to open include severe vessel tortuosity and damaged braid. A separate report will be submitted for the second pipeline which failed to open during the same case. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.